Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qbmaej batch number, and no non-conformances were identified. Summary: an opened sample of product code z507, lot # qbmaej was returned for evaluation. During the visual inspection of the sample, the tail suture extends completely through the entire seal margin and the sterile barriers was compromised. According to visual inspection and sample condition the assignable cause is a suture in the seal pictures were received for evaluation. During the visual inspection of the pictures, was noted that the tail suture extends completely through the entire seal margin. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the surgery, it was found that the suture had been caught at the edge of the package. When opening the package, the suture fell onto an unclean area with the package. The surgeon was guessing that the suture might have been caught at the edge of the package when the package had been sealed. The provided photo was showing the suture passed through the sealing area. There were no adverse patient consequences reported.